Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had a low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Customer called in stating her meter is reading low. After verifying meter results customer also received an "lo" earlier today in the morning. Customer states they are feeling fine and require no medical attention. Customers expected results are 90-97mg/dl, verified the strips expire 07/19/2017 and were first opened 02/27/2015. Customer confirms proper storage of the test strips. Customer ran a blood test, 60mg/dl. Reviewed the meter memory: (B)(6). Results in the meter memory are fasting. Customer stating that she got a 42mg/dl today and she did not have any hypoglycemia symptoms. Customer meter time and date is not set. I ran a blood test with customer and she got 60mg/dl, which is too low for her. No adverse event reported. Lo on (B)(6) 2014 at 07:24 pm, lo on (B)(6) 2014 at 07:22 pm, 112mg/dl on (B)(6) 2014 at 01:16 pm, 128mg/dl on (B)(6) 2014 at 08:04 am, 137mg/dl on (B)(6) 2014 at 11:24 pm. The customer states that she usually waits at least two hours after eating, drinking, exercising, or taking any medication before performing a blood test. The customer is on medications for diabetes (metformin). The customer states that she feels fine and does not need any medical intervention. I informed the customer to discontinue using the meter.